Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) is complete. The reported problem ("check therapy pad" messages) was confirmed. Upon investigation, the electrode belt failed a therapy electrode recognition test. The cause for the failure and the reported alarms was isolated to an open pulse wire in the cable connecting ECG a to the front therapy electrode. The root cause for the open wire was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that a patient was receiving "check therapy pad" messages.